Event description:
It was reported that the patient presented prior to exchange procedure. Externalized conductors was noted through x-ray on the right ventricular lead. The reported lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.